Manufacturer narrative:
The device was returned to stryker's product access center (pac) for evaluation. It was observed that the device does not turn on as expected when the lid is opened. The cause was determined to be a faulty reed switch sw5. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.